Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 29. Details of surgery: sinus augmentation and immediate extraction site. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and swelling. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 29. Details of surgery: immediate extraction site. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and swelling. No further patient complications were reported.